Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon confirmed that they exchanged the vision side cart (vsc) as proposed by the technician. The swap worked and the operation was completed as planned. Replacing the vsc was troublesome and time consuming, and the vsc-mounted monitor was (as expected) the only one working. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found to have an error c-34 on start-up. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, erbe integrated electro surgical unit(iesu) was not delivering energy to bipolar and displayed error c-00 and c-34. Intuitive technical support engineer (tse) checked live logs and verified presence of c-34 error. Tse had the customer restart erbe iesu, but fault persisted. Caller informed that prior to calling tech support, they also power cycled the complete system but fault persisted. Tse noted the hospital had two other xi systems which were not in use at time of call. Tse recommended caller to get the vision side cart(vsc) from one of the other systems and connect instead. Caller was concerned it would not work due to matching issues. Tse explained it will most likely work, as all hospital xi systems are on the same software version. Caller agreed to get another vsc and connect to this system. Tse advised system needed to be shut down before disconnecting blue fiber cable (bfc) to surgeon side console(ssc) and patient side cart(psc), and requested a call back after swapping vsc's to report how it went. The procedure was completed as planned with no reported injury.